Event description:
The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a rite - ground bond failed performance spec: measurement was 0.130 ohm, specifications are 0.001 - 0.100 ohm. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). Performed continuity test between power entry module (pem) ground and door post and resistance went from 0.303 to 0.007 ohm when the door frame ground screw was completely tightened. The loose door frame ground screw caused a poor connection between the pem ground and door post resulting in the ground bond failure. Assignable cause for the unrelated rite failure of ground bond failure was a loose door frame ground screw. Door frame ground wire will be scrapped. The device will be sent for servicing.